Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported twisted guide and no bleed back from the marker lumen appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6fr sheath after a peripheral interventional procedure. Reportedly, the marker lumen was flushed during device preparation, however, during use in the anatomy, the marker lumen had no bleed back. The guide was found twisted. The device was removed and was flushed again and reinserted in the anatomy with no bleed back again. Hemostasis was achieved with another proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the proglide was reused after it was noted to be twisted. Per the proglide instructions for use; use after damage. Do not use the perclose proglide smc device or accessories if the components appear to be damaged or defective.